Event description:
It was reported that the patient had his spectra penile prosthesis removed and replaced due to erosion and infection. No additional patient complications were reported in relation to this event.